Manufacturer narrative:
An unknown medication was administered to the patient based on the elecsys hcg+beta result, but there was no adverse health effect. Qc was in range on the day of the event, therefore, a reagent problem was not present. It was determined that the root cause was due to pre-analytical handling issues consistent with too short of clotting time and too fast centrifugation of the sample.

Manufacturer narrative:
The serial number for the cobas e 411 analyzer (rack system) is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas e 411 analyzer (rack system). The initial result is 0.511 miu/ml, and the repeat result with the same sample on (B)(6) 2025 was >10000 miu/ml. The sample was diluted and the repeat result was 29719 miu/ml. A fresh sample was tested and the result was >10000 miu/ml. The questionable results were repeated because the patient complained to the lab.